Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller experienced difficulty charging the patient¿s implanted neurostimulator (ins) to full capacity, requiring constant repositioning of the recharger due to the left ins tilting. When asked, the caller stated that this issue had been present since the patient received the implants, though it initially seemed to work fine. The patient requested adhesive discs to help keep the recharger in position.